Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was difficult to put onto the pump. Reportedly, the user adjusted the pushrod "slightly" and the cartridge was successfully loaded. There was no impact to the user's blood glucose level.

Manufacturer narrative:
Corrected data: there was no cartridge fitting issue.

Event description:
It was reported that the cartridge was difficult to put onto the pump. However, there was no cartridge fitting issue.